Event description:
This lead was explanted due to dislodgement and replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during the explant procedure. Blood penetrated the lead in this area. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular the values of the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. In summary, there was no sign of a material or manufacturing problem.